Event description:
It was reported that during treatment of a splenic bleed, an embolization coil implant would not detach. When it was removed, it then detached with part of the coil in the microcatheter and the rest in the vessel. The coil was implanted in a non ideal position. Additional coils were placed and the case was completed. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature or difficult or delayed coil detachment as a potential complication associated with use of the device.